Event description:
During surgery, the screwdriver and screw interlocked and would not release. The screw stripped out of the acetabular bone while trying to remove the screwdriver. As a result, the cup failed and a revision was needed.